Event description:
The customer contact reported the piercing pin punctured the blood product container resulting in a leak. The tubing set was to be used to deliver an unspecified blood product. At an unspecified time, the customer contact reported that as the nurse inserted the piercing pin of the tubing set into the administration port of the blood container, the piercing pin punctured the blood container at an unspecified location. The customer contact reported that the blood product leaked. It was reported that the patient was cross matched for a replacement container of blood product. After an unspecified length of time, a replacement container of blood was obtained and the therapy was initiated. There were no reported adverse patient effects and no reported delay in therapy critical to this patient. No medical interventions were reported. Though requested, no add¿l info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.